Event description:
It was reported that during a meniscectomy surgery the punches busket is out of order, the mechanism is disassembled. The procedure was completed without significant delay using a competitor device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One straight duckling basket punch used for treatment, was returned for evaluation. The information provided states, ¿during a meniscectomy surgery the punches busket is out of order, the mechanism is disassembled¿. This is a one year old reusable instrument. The lower basket was in good condition. The lug was scratched and had a worn surface. The symptom aligns with being used in a grabbing or twisting action. Per instruction for use: ¿these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution.